Event description:
It was reported that the patient came for routine programming and reported that he has been doing very well with his implant, but a couple times sound has been "crackling" and goes out so that he can't hear for several hours. He also reported an echo, which was addressed with programming. He feels sound is very intermittent at times and is constantly adjusting his fine tuner. Audiologist stated that the patient will most likely undergo a explanation surgery due to lack of performance, fluctuating impedances and fluctuating performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a f/u report.